Event description:
Upon reviewing a follow up x-ray, the surgeon noted that the sheared off portion of the closure top was left within the patient. The device for implanting closure tops did not hold the sheared portion as intended and the sheared portion fell into the wound and was not retrieved.